Event description:
Nellcor puritan bennett received a call from a representative user facility on 12/28/1999, who called to report the following problem: stop cycle with all leds on and constant single tone alarm.